Manufacturer narrative:
Continuation of d10: product ID ev240152, serial# (B)(6), implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced discomfort associated with the extravascular implantable cardioverter defibrillator (ev-ICD) and sub-sternal lead following implantation. The patient described discomfort at the device implant location with inhalation, pressure on the ribs from the device during inhalation, and discomfort at the lead suture site with inhalation. During a device check, a clinic nurse was present and promptly contacted the provider, who discussed the concerns with the patient while the device check was completed. No action taken at this time, and no adverse outcomes or injuries were reported. It was further reported by the patient that within thirty days of implant, the device was eroding through the pocket. The patient noted they were experiencing "constant burning, stinging, redness around device and metal rod in my gut. Enduring loss of sleep due to pain in back, side, and stomach. I can't pass gas without sharp pain in my gut." The patient did note that they have limited/"no" body fat and are currently on blood thinners which is currently preventing any further action at this time. The device remains in use. No further patient complications have been reported as a result of this event.